Manufacturer narrative:
Hologic product applications specialist (pas) reviewed logs and found no instrument issues; it was possible that the samples were low-target and not amplifying every run. Pas recommended confirming the customer was using the appropriate sample type and following the pi for creating pool samples and individual samples hologic technical support (ts) relayed pas's findings and confirmed customer was following the pooling procedure. No further issues reported. Hologic and FDA met on (B)(6) 2021, regarding how to report all "false/discrepant/questioning results" complaints for the aptima and panther fusion sars-cov-2 assays (panther fusion sars-cov-2 (B)(4) aptima sars-cov-2 (B)(4) and aptima sars-cov-2/flu (B)(4). FDA clarified that as part of the conditions for the emergency use authorization of sars-cov-2 assays, manufacturers are required to track adverse events including any occurrence of "false/discrepant/questioning results", confirmed or unconfirmed, and report to FDA in accordance with 21 cfr part 803. Hologic, retrospectively is reporting complaints initiated from (B)(6) 2020 to present.

Event description:
Customer reported one sars-cov-2 tma run, wl (B)(4), using assay lot 286240 on panther instrument sn (B)(4) which had a discrepant sample. Customer ran a pooled sample on another panther which resulted positive, but individual samples were negative in this wl. A fresh pool was aliquoted and was also negative. The customer then ran 5 individual samples in the wl in question, and one sample retested positive. The information provided by the customer was insufficient to characterize any sample as a confirmed false result. There was no indication of results beings reported to patients.